Event description:
Philips received a complaint by the biomedical technician on the v60 indicating that the device failed the electrical safety test as it was far greater than the passable range. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. While carrying out the standardized checkout procedure as described in the service manual the biomedical technician found that the device failed the electrical safety test as it was far greater than the passable range. The biomedical technician therefore replaced the power cord and confirmed that the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.